Event description:
Customer called to report a blood and diluent leak of approximately less than 5 cubic centimeters in the blood sampling valve (bsv) drip tray of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the diff (differential) chambers were draining slowly and leaving fluid residue. The fse replaced the pinch valve (pv) 53b and cleaned its actuator. Pv53b is the path to the diff waste chamber (vc13). There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is attributed to (pinch valve) pv53b not draining the diff chamber properly, which was resolved with the service repairs. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)